Manufacturer narrative:
Product analysis:analysis noted that the analyzer failed incoming functional testing. The analyzer was replaced by a functioning unit. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer was returned as an associated device and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.